Manufacturer narrative:
(B)(4). Date sent: 8/4/2017. Batch # p9236f. The device was returned with the blade damaged with the tip off. The blade tip was not found in the package. This blade tip portion may have broken off the device during transport to our analysis site. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an open hepatectomy procedure the device caused a clean jaws/tip error when it was first activated. After cleaning the device the customer used it for some additional activations before it caused the same error. The customer attempted to use the device a third time and received a replace instrument error. Procedure was completed with another device of the same product code. There were no patient consequences reported.